Manufacturer narrative:
This is related to MDR number 3011632150-2023-00125. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR number 3011632150-2023-00125. The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 7.0 x 60 mm stent (the subject of this report) was used to treat a denovo lesion of the superficial femoral artery (sfa) ostial to proximal third in the left leg. The patient also had a 6.0 x 100mm bm3d stent placed in the left sfa distal third to proximal popliteal segment on (B)(6) 2022 for a restenosis. A contralateral approach was used and the lesions were prepared using standard percutaneous transluminal angioplasty (pta) and atherectomy. The treated segments were also post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. An in-stent restenosis (isr) was seen on duplex ultrasound (dus) on (B)(6) 2023. It was also reported as target lesion related. An intervention was performed on (B)(6) 2023. This involved drug coated balloon/drug eluting balloon (dcb/deb), pta/standard balloon angioplasty and laser atherectomy of the sfa proximal third to proximal popliteal. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The devices remain implanted. This event was reviewed by veryan and considered possibly related to the device.

Manufacturer narrative:
This is related to MDR number 3011632150-2023-00125. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR number 3011632150-2023-00125. The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 7.0 x 60 mm stent (the subject of this report) was used to treat a denovo lesion of the superficial femoral artery (sfa) ostial to proximal third in the left leg. The patient also had a 6.0 x 100mm bm3d stent placed in the left sfa distal third to proximal popliteal segment on (B)(6) 2022 for a restenosis. A second non-study commercial bm3d 7.0 x 150 mm stent was implanted in this patient on (B)(6) 2022 for a restenosis event in the sfa middle third. A contralateral approach was used and the lesions were prepared using standard percutaneous transluminal angioplasty (pta) and atherectomy. The treated segments were also post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. An in-stent restenosis (isr) was seen on duplex ultrasound (dus) on (B)(6) 2023. It was also reported as target lesion related. An intervention was performed on (B)(6) 2023. This involved drug coated balloon / drug eluting balloon (dcb/deb), pta/standard balloon angioplasty and laser atherectomy of the sfa proximal third to proximal popliteal. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The devices remain implanted. This event was reviewed by veryan and considered possibly related to the device. Additional information received from the site and reviewed by veryan on 05-mar-24, reported the second non-study commercial 7.0 x 150 mm stent that was implanted. This event was the fourth restenosis of the study stent and the second restenosis of the non-study stents and as a result these events would not be considered device related due to the previous multiple interventions that have been performed on the vessel. This reflects the clinical events committee (cec) adjudications of similar events.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 7.0 x 60 mm stent was used to treat a denovo lesion of the superficial femoral artery (sfa) ostial to proximal third in the left leg. A contralateral approach was used and the lesion was prepared using percutaneous transluminal angioplasty (pta) and atherectomy. The treated segment was post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. An in-stent restenosis (isr) was seen on duplex ultrasound (dus) on (B)(6) 2023. It was also reported as target lesion related. An intervention was performed on (B)(6) 2023. The outcome was reported as resolved/recovered. The device remains implanted. This event was reviewed by veryan and considered possibly related to the device.